Event description:
Patient's traction collapsed allegedly causing blunt trauma to back of patient head. Patient found moaning and with a large amount of blood. Doctor placed staples in patient's head which resolved bleeding.